Event description:
It was reported that patient presented for unrelated procedure. Upon interrogation, it was noted that right ventricular (rv) lead exhibited high pacing impedance, high capture threshold and loss of capture. It was also noted that left ventricular (lv) lead exhibited loss of capture. Programming changes were made to resolve right ventricular (rv) lead issues. No intervention was performed on the lv lead. Patient condition was unknown.